Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this pacemaker and a right ventricular (rv) lead were associated with noise that resulted in pacing inhibition. The calling health care provider (hcp) reported the noise could be reproduced clinically with isometric exercises. Lead measurements were normal and stable. Hcp reported the patient was not feeling well, but had experienced a thrombosis post-implant that was being treated medically, and that device interrogation also showed ventricular tachycardia episodes with evidence of noise. A boston scientific technical services consultant (ts) discussed lead design, and the hcp reported the lead safety switch was on and the sensing configuration was set to unipolar. The system was reprogrammed to bi-polar sensing, which resolved the noise being seen clinically. Ts also advised that rv sensitivity could be reduced if noise was observed. The patient's device is to be checked for noise when he is seen clinically for treatment of the thrombosis.